Event description:
"The pt was receiving fentanyl 1000 mcg/100 cc, set to run at 5 cc per hour. The 100 cc bag was empty in 1 1/2 hours and pt suffered respiratory arrest. The pt was unresponsive on vent, was bagged for o2 sat of 62%, bp 100/50. 20 minutes later, pt's bp and pulse dropped and went into pulseless v-tach, self converted into sinus rhythm. Did not receive narcan. Upon further query the following info was provided: the device was removed from clinical service following the reported event. The customer contact stated, "the pt survived the event" and it is "unknown if there is any advese outcome." Though requested, no additional info was received.